Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. The device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device evaluation found that the device contained a faulty patient board set, that was successfully replaced. The IFU references are not required as it is not suspected that this malfunction was caused by the user¿s mishandling. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, more than 7 years have passed since the subject product was manufactured. It is presumed that the phenomenon in which the image is not displayed when using 180 endoscopes was caused by the failure due to aging deterioration of the parts on the patient board set. The patient board performs endoscope control, image reading, and preprocessing and if it does not function, the image color may be affected. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user facility report was confirmed. Olympus evaluation results found a faulty patient board set that would require replacement. Olympus performed service with part replacement and the unit passed all testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the cv-190 was having image issues and no signal was found with the camera attached. The reporter stated this occurred during preparation for use so there was no patient involvement.